Event description:
It was reported that an alert had been generated due to an out-of-range pacing impedance measurement greater than 2000 ohms for this right ventricular (rv) lead. Elevated threshold measurements were also noted. A boston scientific technical services consultant documented and discussed the reported clinical observations and troubleshooting. The lead will be monitored, and the patient will follow up in three months. The lead remains implanted and no adverse patient effects were reported. The model and serial number combination that the health care professional provided is not a valid product. The correct product details were not obtained despite multiple efforts.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.